Event description:
Though the switch was not depressed, the electrosurgical generator outputted energy.

Manufacturer narrative:
Although the device in question was not returned, conmed inquired about sterilization process. Additionally, because this is a reusable device, conmed had inquired about the number of times the device was used. Conmed was unable to obtain the requested info.